Manufacturer narrative:
The event occurred in switzerland. During the heart surgery, all the necessary pump functionality checks were carried out, including an occlusion test. The function test showed that the pump was running properly. Initially, before the extracorporeal circuit was started, the right roller pump was sticking, but slightly rotating it manually while the console and slot were off corrected the problem. Two perfusionists then carried out a functional test and an occlusion test again, and everything was fine. When the surgeon clamped the aorta with the aortic clamp and immediately administered crenosine, a targeted cardiac arrest was induced. The cardioplegia pump was started to deliver the cardioplegia solution. After one minute, the heart started beating again, which was due to a lack of flow of the cardioplegia solution. The surgeon opened the aortic clamp to avoid cardiac ischemia. The cardioplegia line was then disconnected from the patient to check the flow. Two additional perfusionists were added. Despite the pump rotating and the occlusion tested several times, the pump was unable to pump any liquid. The hoses and associated items have been checked several times and found to be in good condition, however the pump did not function properly. Only after it was clamped in another pump did it work again. The surgeon noted that the patient experienced minor myocardium damage as evidenced by a restricted ejection fraction. A getinge field service technician will be sent onsite for an investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
The event occurred in switzerland. It was reported that the hl20 twin pump is stuck during mitral valve surgery. According to the doctor, the patients myocardium (heart muscle) was damaged and now the ejection fraction is affected. The pump was replaced during surgery. Complaint ID: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
A medical review was performed by the getinge medical affairs team. The complaint report from the customer and the insights from life-cycle engineering come to differing conclusions which appear seemingly contradictory. According to the complaint, a cardioplegic arrest was achieved, yet not sufficient. The heart returned to a rhythm after one minute of cross-clamp time, presumably while the pump was applying cardioplegic solution. Additional testing of the pump-occlusion by the performing perfusionist, as well as two colleagues, could not achieve a forward flow of cardioplegic solution. As stated, the pump head was turning, the occlusion was correct, the tubing was primed, and a cardioplegic reservoir (bottle or bag) was connected. Regardless, forward flow was not observed. The following represent nonmechanical, possible root causes of the inability to deliver cardioplegia: the pump is not properly occluded. Cardioplegia solution line was clamped. The cardioplegia delivery line was clamped. An open vent line (on the cardioplegia needle) was open while the vent was running. The pump head being stuck during set-up may be explained by a fragment of the damaged drive-belt blocking an optical sensor, yet no increase in turning-resistance was felt and the pump operated upon inspection, so this can be excluded as a factor in the described incidence. The insufficient occlusion setting may have resulted in no flow. The reason why the pump remained un-occlusive after several checks remains unclear. While a reduction in ejection fraction due to an inability to administer cardioplegia is possible, the primary root cause behind that inability remains unclear. Further, it is also possible that the stated reduction in ejection fraction may have been the result of inherent comorbidities plus an inability to administer cardioplegia. In conclusion, given the available and conflicting data, it is difficult to ascertain a definitive root cause of the inability to deliver cardioplegia as explained in the complaint narrative.

Manufacturer narrative:
It was reported that the hl20 pump was blocked during treatment and stopped. The patients myocardium (heart muscle) was damaged and now the ejection fraction is affected. The pump was replaced during surgery. A getinge field service technician (fst) was onsite for an investigation of the device on 2023-07-05. The fst found one belt in the pump was torn and was replaced but probably cannot have led to the blockage of the head. After further checks the technician determined that the occlusion in the right pump head was not set correctly and there was also a clamp between the cardioplegia reservoir and the pump, which has to be open to deliver the cardioplegia solution to the patient. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Therefore the most probable root cause could be determined as a wrong occlusion setting by the customer. Based on the investigation results the reported failure "hl20 pump was blocked and stopped" could be confirmed. The device in question was manufactured on 2013-07-01. The review of the non-conformities during the period of 2013-07-01 to 2023-07-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. According to the instructions for use hl 20 in chapter 5.8.1 ¿check before every application¿ the user has to check before every application that the occlusion rollers run smoothly, show no signs of damage, and are not loose. Also that the surface does not display any damage or scratches, the occlusion is suitable for the application and that it is correctly adjusted and the occlusion setting are locked. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).